Manufacturer narrative:
UDI information (d4) and 510k (g3) are not provided within this report as this product (model g406986) is an ous configuration not available in the us and is therefore not referenced in the gudid database.

Event description:
During an atrial fibrillation procedure using pfa, air was observed in the sheath upon insertion into the patient. Multiple attempts were made to address the issue; however, the air persisted. The sheath was replaced, and the procedure was completed with no adverse consequences to the patient. The hospital discarded the reported sheath.